Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they are unable to continue treatment due to their overjet and overbite. They had to switch to a different treatment plan with an orthodontist. The aligners were making things worse instead of better.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.